Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could due to ¿in process contamination (dust, grease, operator, hair).¿ it was unknown whether the device had met specifications. The product was not used at the time of the reported event. However, the product intended to be used for the treatment purpose, but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the device had white particles inside the component.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device had white particles inside the component.